Event description:
The event is reported as: suction port valve missing. No injuries reported.

Manufacturer narrative:
No sample available for investigation. Investigation not complete at this time. A follow up investigation report will be sent when available.